Event description:
It was reported that the patient was recovering from an lvad procedure and in a vt storm. The patient received several bursts of atp and shocks. The last shock was delivered with possible output circuit damage alert. However, hvlic was within normal limit and device continued to deliver therapy. Later, the device went into bvvi. The patient is dnr. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.